Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that a patient presented with oversensing on the atrial channel. Lead would continue to be monitored. The oversensing led to false high ventricular rate and inappropriate mode switch episodes. Patient had intrinsic rhythm. Patient was stable.

Event description:
It was reported that a patient presented with oversensing on the atrial channel. Electrograms showed noise and insulation abrasion was suspected. The oversensing led to false high ventricular rate and inappropriate mode switch episodes. Lead would continue to be monitored. Patient had intrinsic rhythm.